Event description:
Report of I. M. Nail that broke through the outer cortex of the femur. Patient x-rays show a nonunion and a nail which was not interlocked distally which has penetrated the outer cortex. Surgeon indicates surgery to exchange the nail. Cause: nonunion and no distal interlock with full weightbearing. No indication of product defect.